Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, inappropriate high voltage therapy was delivered due to detection of atrial fibrillation with rapid ventricular response. No device malfunction was suspected. The patient's dosage of medication was increased to resolve the event. The patient was stable.